Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a manufacturer representative reported that the likely cause was usage of the slap hammer and malleting of the trials that caused the patient to sink deeper into the bed and causing the depth by a few millimeters. This likely results in the navigated interbodies to be off. The representative noted that there had not been any significant issues since the case.

Manufacturer narrative:
H3: analysis of the software exports and logs found there is insufficient information to determine whether a software anomaly contri buted to the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by manufacturer?: a medtronic representative went to the site to test the equipment. Testing revealed found no issues. The system then passed the system checkout and was found to be fully functional. Analysis results of the software exports were not available as of the date of this report. A follow up report will be submitted when analysis is complete. Other relevant device(s) are: product ID: m728894b252. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that when navigating the elevate inserter, the inserter was navigating 2-3 mm deeper than it was supposed to be. When using navigation, the cage looked perfect, but when they did the final imaging, the cage was not as deep as represented in the navigation. The manufacturer representative thought it was a normal shift from being rough with shavers and slap hammers during decompression, but the issue had occurred multiple times. Prior to expanding the cage, fluoro was used to check position. Navigation did not show the cage at the true depth. There were no depth issues with other tools and they were accurate. The cause of the issue was not determined. The representative had verified the inserter by placing there ver tip of the instrument in divot. There was no patient harm and the procedure was delayed less than an hour.